Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The rv lead was reprogrammed and remains in use, (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).